Event description:
A facility reported to karl storz endovision, manufacturer of the cystoscope model 11272cu1, that three to four bladder cancer patients experienced anaphylactic allergic reactions after a cystoscopy procedure. The patients were given an unknown steroid and benadryl treatment. The karl storz medwatch report states: "all patient conditions are reported to be good". The cidex opa solution, an asp product, is alleged as a concomitant to this complaint as it is used as the reprocessing agent to disinfect the scope(s). Cidex opa is contraindicated for use on bladder cancer patients. The karl storz medwatch report referenced the cidex opa instructions for use (IFU) advising to follow the instructions. The manufacturer narative of the medwatch report states that the karl storz cystoscope contains a warning regarding the use of cidex opa on instruments used on bladder cancer patients. The patient information in this medwatch report is anecdotal. It is unknown if there were three or four patients. In the event additional information is obtained to identify the patients, supplemental medwatch reports will be submitted. Reference: medwatch 1221826-2011-00002 dated (B)(4) 2011, reported by karl storz endovision.

Manufacturer narrative:
The cidex opa solution IFU lists the following contraindications: 1. Cidex opa solution should not be utilized to process any urological instrumentation used to treat patients with a history of bladder cancer. In rare instances cidex opa solution has been associated with anaphylaxis-like reactions in bladder cancer patients undergoing repeated cystoscopies. 2. Cidex opa solution should not be utilized to process instrumentation for patients with known sensitivity to cidex opa solution or any of its components. 3. Cidex opa solution should not be used to sterilize heat sensitive medical devices. When sterilization by a biologically monitorable process is not feasible, high level disinfection of rigid endoscopes is recommended by the centers for disease control and prevention (cdc) and the association for professionals in infection control and epidemiology (apic).

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record/batch record review, problem code trending and system hazard use misuse analysis. The DHR (device history record)/batch record review could not be performed as there was no lot number provided. Problem code trending for december 2012 to november 2013 for the problem code 'allergic reaction' showed 8 complaints opened in the past 12 months, which averages to less than one complaint per month and does not indicate a significant trend. The shuma (system hazard use misuse analysis) has been assessed as low as reasonably practicable. The lot number was not available for retain evaluation. Karl storz cystoscope labeling contains the warning not to use cidex opa on instruments used on bladder cancer patients. The labeling of cidex opa solution includes contraindications for use on bladder cancer patients. The assignable cause for this event is user error for not following the IFU.